Event description:
It was reported, the patient experienced an overstimulation sensation which caused neck/head tension and pressure which in turn caused nausea. The patient stated, she had been feeling the symptoms over the past month. Turning the stimulation off relieved the symptoms, but the patient's pain returned. Reprogramming was done and in the hcp office, the stimulation seemed ok but once the patient left it got worse. The patient reported, it caused pounding in their head and was too high up near the neck. The patient did not have her programmer with her at the time of the office visit. The device was turned off. The event logs showed high impedance of >4000 and current <15. The hcp indicated the patient experienced no injury.

Manufacturer narrative:
(B) (4) - head/neck tension and pressure.